Event description:
A report was received that the patient felt tingling on the left ear whenever stimulation was on or off. It was also noted that the patient developed a serious side effect. The patient underwent an explant procedure.